Manufacturer narrative:
The insulin pump received with normal operating currents. No unexpected failed battery test, off no power or bad battery alarm noted. The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk.

Event description:
It was reported that the insulin pump alarmed bad battery alarm. The blood glucose reading is 115 mg/dl. The battery has stopped working after one day of use. The insulin pump will be replaced. Nothing further reported.